Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), the patient experienced lack of primary stability. Implant was removed, bone graft was conducted for entire socket.